Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance multiple times. It was noted that the lead is being monitored, and a venogram is planned to determine a lead replacement is necessary. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance multiple times. It was noted that the lead is being monitored, and a venogram is planned to determine a lead replacement is necessary. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was explanted and replaced with a downgraded system. No additional adverse patient effects were reported. No additional adverse patient effects were reported.